Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak at the connection between the secondary texium to the proximal smartsite could not be confirmed because the suspect primary set was not returned for investigation. No anomalies were observed on the concomitant set during visual inspection. Functional and pressure testing was performed on the concomitant set; the set leaked from the engagement between the texium and lab stopcock. The root cause of a leak at the connection between the secondary texium to the proximal smartsite could not be determined.

Manufacturer narrative:
The concomitant secondary set has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported fluid leaked from the connection of the texium valve on the secondary set to the smartsite y-port on the primary set. The leak can occur at the start of the infusion, during the infusion or near the end of the infusion. When a leak occurs, the primary set is replaced and the leak would resolved. There was no report of patient harm.